Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The stent was implanted in the patient and not returned to the manufacturer for analysis. Intraprocedure and post-procedural images were not provided. The reported event cannot be confirmed. The instructions for use identifies thrombosis as a potential complication associated with use of the device.

Event description:
It was reported that after successful deployment of the fred to treat bilateral paraophthalmic aneurysms, thrombus was identified in the distal end of the stent. Aggrastat and nitro were administered to the patient, which restored flow to the aca. Post-procedure, the patient awoke with no deficit. There was no reported sequela.